Manufacturer narrative:
No additional details were provided, and the hearing aid model name and serial number were not available. Sonova is currently investigating the case and awaiting follow-up information from the hcp. Hi model and s/n are necessary to check product's records and technical file. Next actions will be determined based on available information.

Event description:
Sonova was notified of an incident involving a hearing aid earpiece (cshell). The vent of the left cshell broke and was in patient's ear. Patient had to visit emergency to get the broken piece removed.